Manufacturer narrative:
Event description, corrected data: this information was inadvertently left off of the initial report.

Event description:
The patient's device was left programmed off following the surgery.

Event description:
Product analysis was performed and no observed product related anomalies with the returned lead portions. It was observed that the coil ends were exposed to electro-cautery at explant. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 91 mm (marked) portion the end of the quadfilar coil appeared to be burnt. Scanning electron microscopy was performed and identified the area on two of the quadfilar coil strands as having the appearance of being melted, with re-solidified material (evidence of being melted at one time). The remaining quadfilar coil strands were identified as having the appearance of being pulled and melted. During the visual analysis of the returned 91 mm (unmarked) portion, determination could not be made as to whether the end of the quadfilar coil was cut. Scanning electron microscopy was performed and identified the area on three of the quadfilar coil strands as having the appearance of being pulled and melted. Determination could not conclusively be made on the fracture mechanism of the fourth quadfilar coil strand. During the visual analysis of the returned 243 mm portion determination could not be made as to whether the ends of quadfilar coils 1 and 2 were cut. Scanning electron microscopy was performed and identified the areas as having the appearance of being pulled and melted. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device; however, since the electrode array section was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.005 volts as measured during completion of test parameter (B)(4) (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 2.347% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient underwent generator and lead replacement on (B)(6) 2013 due to lead discontinuity. The lead and generator were returned for analysis on (B)(4) 2013. The returned product for confirmed that the generator and lead were returned due to lead discontinuity and that the explant occurred on (B)(6) 2013. Product analysis is underway; however, has not been completed to date.

Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2013 preoperative diagnostics resulted in high impedance. The neurosurgeon decided to move forward with generator replacement and the high impedance was again obtained with the new generator connected to the existing lead. The neurosurgeon then decided that the patient would require lead replacement; however, that it would be performed at a later time. The neurosurgeon did not observe any gross lead discontinuities in the visualized portion of the lead. It was reported that the physician did not dissect the tissue all the way to the patient¿s neck to visual that portion of the lead and electrodes. The patient had no known trauma or patient manipulation that could have caused or contributed to the high impedance. It was reported that x-rays will not likely be performed and that it is not known when the last good diagnostics were obtained. The neurosurgeon referred the patient to another surgeon to perform the lead replacement surgery. Surgery is likely; however, has not occurred to date. The explanted generator was received by device manufacturer for analysis on (B)(6) 2013. The returned product form for the explanted generator listed end of service (eri - yes) as the reason for explant. The returned product form listed (B)(6) 2013 as the date of explant and confirms that a replacement generator was implanted. Analysis of the generator was completed on (B)(6) 2013. A comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.